Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was observed to have been severed in two segments at six centimeters from the terminal pin. A thorough evaluation of the lead was performed. A resistance test was completed to assess the lead electrical performance and measurements throughout this test were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
This rv lead has been returned back from the field and will be analyzed. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, after pocket closure, oversensing of noise was observed on the right ventricular (rv) channel when pressure was applied to the pocket area. This led to the delivery of intermittent inappropriate biventricular pacing. The physician reopened the pocket and noticed blood in the port when the rv lead was disconnected from the device. The port was cleaned and the rv lead was reconnected but noise was still observed. The physician ultimately decided to explant and replace the rv lead. No additional adverse patient effects were reported.